Event description:
It was reported that the baby that was on the criticool had to be warmed up and the nurse had set up controlled warming for this. In the end, the criticool kept giving an alarm core display too low. As a result, the temperature of the wrap remained too low, so the temperature of the child also remained too low. In the graph you can see that the child has pooped out the core temp twice. Eventually it was found out that the hoses were kinked at the wrap. Unfortunately, the child died, there is no suggestion that the device caused the death as there were other complications with the child as well.

Manufacturer narrative:
The internal complaint file # (B)(4) has been logged for this incident for traceability. The device involved in this incident was not returned to belmont for investigation. In order to investigate the reported issue, clinilogger data from the device was requested. It was determined however that no clinilogger was connected to the device, therefore no data was available for investigation. The distributor visited the hospital, inspected the device and no issues were identified. The criticool unit also had preventive maintenance service conducted and again no issues were identified with the device. In the event the hoses become kinked to the point where device functionality would become impacted, the device will give a "check water tubes" alarm to alert the user indicating the water flow in the wrap is blocked. The criticool user manual states to check for creases, folds, or objects that obstruct the water flow in the wrap, and to check the clamps. No clinilogger data was available, therefore it could not be determined if this alarm generated or was warranted. A "core readout too low" alarm generates if the core temperature is measured to be at least 2°c lower than the set point, or if the core temperature is below 31°c. A possible cause of this alarm is the core probe becoming dislodged as this was reported to have occurred multiple times. The user manual states to confirm the location of the core temperature probe and press ok to continue. As no clinilogger data was available, it could not be determined if this workflow was performed. No device malfunction could be verified, and the root cause could not be determined. The device history was reviewed, and no other issues were identified. In order to gather additional details on the event, belmont contacted the user facility on april 26th and may 9th but to date we have not received any response from the user facility. A follow-up report will be submitted once the additional information becomes available.

Manufacturer narrative:
In order to investigate the reported issue, clinilogger data from the device was requested. It was determined however that no clinilogger was connected to the device, therefore no data was available for investigation. The distributor visited the hospital, inspected the device and no issues were identified. The criticool unit also had preventive maintenance service conducted and again no issues were identified with the device. No device malfunction could be verified and the root cause could not be determined. The device history was reviewed and no other issues were identified. Additionally, the biomed from the user facility confirmed that device is in service and there are no further issues associated with the device use.